Event description:
It was reported that after 20 seconds of activation, the core wire on a recanalization catheter broke while the device was being used to treat a cto in the right sfa. The catheter was removed in its entirety without incident. Upon removal it was found that the core wire within the catheter had broken near the tip. Another recanalization catheter was used to successfully complete the procedure. No report of patient injury.

Manufacturer narrative:
A further clinical review was performed and identified this event to br MDR reportable pursuant to 21 cfr part 803. The lot number has been provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for corporate lot number fcwl 10001. The device was returned. The investigation is confirmed for a fracture as a complete fracture in the core wire was identified near the distal tip. The root cause could not be determined based upon available information. It is unknown if procedural issues contributed to the event. The information provided by bard represents all of the known information at this time.